Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that both hh drawer board 2-1 and pyxibus interface board were dead. A field service engineer, replaced drawer board, interface board and flat retractor band cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es systemscreen was completely black and made a beeping noise. Customer stated that they were able to use other stations as alternative to get medication. There were no adverse events or injuries reported based on this incident.